Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter faulted prior to the start of case. Error was not recreated during checkout. The parts were replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that when booting up the system he was getting a localizer faulted error. Rebooting did not resolve issue. Re-seating cables didn't resolve anything. The representative went on site and was unable to replicate the issue and the system was working fine however, it occurred in back to back cases. The account was requesting a replacement. The site confirmed that the system was functioning with new emitter. There was a delay to the procedure of less than one hour. Navigation was aborted. There was no reported impact on patient outcome.

Manufacturer narrative:
A hardware analysis of emitter was initiated to determine the probable cause of the issue. Analysis found that the problem could not be duplicated. The side emitter was connected to a test system for an overnight burn-in test. Side emitter functioned normally without failure. If information is provided in the future, a supplemental report will be issued.